Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported actuator knob detachment was confirmed via returned device analysis; however, the difficulty removing the release pin could not be confirmed. The mating surfaces between the two pieces were examined next to determine the cause of the detachment. Adequate adhesive (loctite) was verified to be present inside the actuator knob and on the release crimper. The adhesive was tactilely examined and found to be hard, and thus fully cured. The actuator knob surface was inspected next and slight damage was noted on one side of the knob from what appeared to be due to an impact. This was most likely due to the knob detaching and falling off during the procedure, and therefore, attributed to operational context. The reported difficulty removing the release pin was tested by placing the release pin back into the slot on the crimping cam with the arm positioner in neutral. No difficulties removing the release pin were noted; therefore, the difficulty removing the release pin could not be confirmed. The actuator knob and release crimper were measured and found to be within specification. Potential causes for difficulty removing the release pin and actuator knob detachment can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology / pathology), user technique or procedural conditions (excessive tension on the device during procedure). The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. Additionally, the actuator knob was further analyzed via fourier transform infrared spectroscopy (ftir) and the analysis confirmed the presence of loctite and accelerator inside the actuator knob. With respect to the patient condition, procedural conditions and/or user technique, the difficulty removing the release pin and actuator knob detachment may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device, the user not releasing the stored torque or not turning the arm positioner in neutral. Since the analysis did not confirm the reported difficulty removing the release pin, it is possible that there were some procedural interactions which caused more tension on the device resulting in the difficulty removing the release pin which then may have led to actuator knob detachment, as it was reported that the actuator knob detached immediately following the difficult release pin removal. The discrepancy between what was reported (difficult release pin removal) and what was observed during analysis, may be due to varying amounts of tension felt by the device during procedure versus the returned product analysis. However, this cannot be definitively confirmed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar actuator knob detachment and difficult to remove incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed report, additional information was received indicating that per the mitraclip instructions for use, the release pin was removed after the final arm angle assessment when the stored torque had been released and the arm positioner was in neutral position. The actuator knob detached immediately following the difficult removal of the release pin. The actuator knob did not hit the arm positioner after the release pin was removed. There was no challenging patient anatomy observed, no issues with establishing the final arm angle, no difficulties in removing stored torque prior to deployment. The clip arm angle was closed at 20 degrees or less when the clip was ready to be deployed. There were no difficulties experienced in trying to find neutral on the arm positioner. No unusual movement was noted on the device when the actuator knob fell off, and no noise was heard right before the actuator knob fell off. There was no additional information provided.

Event description:
This mitraclip delivery system report is filed for the use of a hemostat to turn the handle to deploy the clip, which is considered intervention to avoid serious injury. It was reported that during the procedure, the one mitraclip was deployed without issue in the patient with degenerative mitral regurgitation (mr) grade 4+. During deployment of the second mitraclip, the release pin was very difficult to remove. A large amount of force was required to remove the release pin; however, the actuator knob "flew off". There were no adverse patient effects as a result of this device issue. Reportedly, the deployment steps were performed according to the device instructions for use. There were no visual abnormalities noted on the mitraclip device, including the actuator knob and release pin prior to use. A hemostat was attached to the delivery catheter handle and turned eight times to deploy the second mitraclip. The mr was reduced to 1+. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, mitraclip (x1). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.